Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, white particles and wear abrasion. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "any creases," and "rubbery capsule." The device has been explanted and replaced.